Event description:
Patient reported they are experiencing gum recession and requesting help. Their treatment is a lot longer than what was originally agreed and their gums are suffering because of it.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.